Event description:
It was reported that in the pt's room, 30 days after the catheter was inserted in the femoral vein, the problem was noted. The catheter body was found separated approx 2cm from the junction hub. The catheter was removed and replaced successfully. Isodine was used to disinfect the catheter. There was no pt death, injuries or complications. The pt outcome was good. Additional info received on (B)(6) 2011 from teleflex (B)(6) stated, "the catheter body was separated at 2cm from the junction hub. There was no hole in it. The insertion depth of the catheter was about 40 cm, so about 18cm of the catheter body was out of the body, removing the catheter was no problem".

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.